Event description:
Via additional follow-up with the patient's cardiologist, it was learned that a reoperation of the pulmonary valve will take place in (B)(6) 2012 per the patient's request. No additional information was provided due to patient privacy regulations.

Event description:
Reportedly, a patient called to report an issue with their 3000 27mm valve that was implanted on (B)(6) 2009 in the pulmonary position. The patient stated that her valve was "tearing loose from the frame" and that her doctor was unhappy with the performance of the valve. She has undergone two MRI's and an echo which, as per the patient, confirmed there is leakage from the valve.

Manufacturer narrative:
Additional manufacturer narrative: edwards product safety contacted the patient's surgeon; although stating the valve is exhibiting a pv leak, the specifics of the echo results were not discussed or provided, and no allegation of a device quality deficiency was made. Then, as directed by the surgeon, edwards contacted the patient's cardiologist for additional details; however, the request for information was declined due to patient privacy regulations.

Manufacturer narrative:
Device remains implanted.additional manufacturer narrative: edwards' product safety contacted the patient and addressed her concerns. Surgical options for the pulmonary position were discussed and the patient requested that edwards' follow up with her surgeon. Edwards' product safety contacted the patient's surgeon as requested; however no response was received. This model device is recommended for implant in the aortic position; however it was implanted in the pulmonary position. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.no additional information has been provided at this time. Additional follow up attempts for patient history and condition will continue to be made.